Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to emergency room (ER) with symptoms. The physician requested technical services (ts) review of device data to confirm device operation. There were stored ventricular episodes with inappropriate anti-tachycardia pacing (atp) and shock therapy. Ts reviewed presenting electrogram (egm) and noted that the episodes were possibly due to atrial fibrillation (af) with rapid ventricular response (rvr). The physician suggested that the patient may have had an af with rvr rhythm that possibly changed to a dual arrhythmia. It was also noted that the therapy was exhausted without converting the arrhythmia, but the patient may have self converted. Ts recommended defibrillation threshold (dft) testing to be performed for further device evaluation. The device remains in service. No additional adverse patient effects were reported.